Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("breakage of essure device") and pregnancy with contraceptive device ("pregnancy with essure") in a 26-year-old female patient (gravida 5, para 4) who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy induced hypertension, macrosomia, pre-eclampsia, multigravida and parity 4. Concurrent conditions included ovarian cyst and morbid obesity. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain and device breakage outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. 3865g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number at expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right); breakage of essure on (B)(6) 2016: us pregnancy< 14 weeks 1st gestation - singleton pregnancy. Number of fetuses: 1. Gestational age: 12 weeks 6 days, edd: (B)(6) 2017 [prior ultrasound]. Impression: 1. Single live fetus with size compatible with us dates. 2. Nuchal translucency is normal. 3. Congenital anomalies cannot be excluded at this young gestational age. 4. The uterus appears grossly normal. There is a 6.7 cm right ovarian cyst. On (B)(6) 2016: transabdominal ultrasound examination 1. Single live intrauterine pregnancy with composite biometry consistent with prior first trimester ultrasound dates. 2. No congenital abnormalities are noted within the limits of the ultrasound. 3. No common sonographic markers of aneuploidy are seen. 4. Placenta is clear of the lower uterine segment. 5. Right ovarian mass measuring 7.5 cm in greatest dimension. Evidence of solid and cystic components, with solid components measuring 2.8 x 0.9 x 0.9 cm located along the posterior wall and with evidence of vascular flow. Left ovary measuring 3.4 cm. Impression: 1. Size compatible with dates. 2. Normal fetal survey. 3. Right ovarian 7.5 cm hetergenous mass with vascular flow, consistent with complex cyst. On (B)(6) 2016: MRI pelvis without contrast impression: 1. Right ovarian cystic mass measuring 7.8 cm containing proteinaceous material versus blood products and peripheral solid components. Differential considerations include ovarian cystadenoma/cystadenocarcinoma versus atypical endometrioma. 2. Single intrauterine gestation with breech presentation. Although examination is not tailored for evaluation of fetal anatomy, no gross abnormality is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("breakage of essure device") and pregnancy with contraceptive device ("pregnancy with essure") in a 26-year-old female patient (gravida 5, para 4) who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy induced hypertension, macrosomia, pre-eclampsia, multigravida and parity 4. Concurrent conditions included ovarian cyst and morbid obesity. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain and device breakage outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. 3865g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number at expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right); breakage of essure on (B)(6) 2016: us pregnancy< 14 weeks 1st gestation - singleton pregnancy. Number of fetuses: 1. Gestational age: 12 weeks 6 days, edd: 11jan2017 [prior ultrasound]. Impression: single live fetus with size compatible with us dates. Nuchal translucency is normal. Congenital anomalies cannot be excluded at this young gestational age. The uterus appears grossly normal. There is a 6.7 cm right ovarian cyst. On (B)(6) 2016: transabdominal ultrasound examination single live intrauterine pregnancy with composite biometry consistent with prior first trimester ultrasound dates. No congenital abnormalities are noted within the limits of the ultrasound. No common sonographic markers of aneuploidy are seen. Placenta is clear of the lower uterine segment. Right ovarian mass measuring 7.5 cm in greatest dimension. Evidence of solid and cystic components, with solid components measuring 2.8 x 0.9 x 0.9 cm located along the posterior wall and with evidence of vascular flow. Left ovary measuring 3.4 cm. Impression: size compatible with dates.. Normal fetal survey. Right ovarian 7.5 cm hetergenous mass with vascular flow, consistent with complex cyst. On (B)(6) 2016: MRI pelvis without contrast impression: right ovarian cystic mass measuring 7.8 cm containing proteinaceous material versus blood products and peripheral solid components. Differential considerations include ovarian cystadenoma/cystadenocarcinoma versus atypical endometrioma. Single intrauterine gestation with breech presentation. Although examination is not tailored for evaluation of fetal anatomy, no gross abnormality is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device breakage. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and mr received. Events added per mr: device ineffective added, pregnancy with essure added, breakage of essure device added. Concomitant and historical conditions added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("breakage of essure device"), device expulsion ("migration of essure migration of the left micro insert occlusive wire into the uterus") and pregnancy with contraceptive device ("pregnancy with essure") in a 26-year-old female patient (gravida 5, para 4) who had essure (batch no. 898932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy induced hypertension, macrosomia, pre-eclampsia, multigravida and parity 4. Previously administered products included for an unreported indication: depo provera from 19-jul-2012 to 31-aug-2012, mirena from 2009 to 2011 and depo provera in 2007. Concurrent conditions included ovarian cyst and morbid obesity. On 31-aug-2012, the patient had essure inserted. On 30-nov-2012, 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In april 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient's last menstrual period was on an unknown date and estimated date of delivery was 11-jan-2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery. Essure was removed on 28-dec-2016. On 28-dec-2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, device breakage and device expulsion outcome was unknown, the dysmenorrhoea had resolved and the menorrhagia and vaginal haemorrhage was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on 28-dec-2016. 3865g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered device breakage, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number at expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-nov-2012: unilateral occlusion (right); breakage of essure on 05-jul-2016: us pregnancy< 14 weeks 1st gestation - singleton pregnancy. Number of fetuses: 1. Gestational age: 12 weeks 6 days, edd: 11jan2017 [prior ultrasound]. Impression: single live fetus with size compatible with us dates. Nuchal translucency is normal. Congenital anomalies cannot be excluded at this young gestational age. The uterus appears grossly normal. There is a 6.7 cm right ovarian cyst. On 23-aug-2016: transabdominal ultrasound examination 1. Single live intrauterine pregnancy with composite biometry consistent with prior first trimester ultrasound dates. 2. No congenital abnormalities are noted within the limits of the ultrasound. 3. No common sonographic markers of aneuploidy are seen. 4. Placenta is clear of the lower uterine segment. 5. Right ovarian mass measuring 7.5 cm in greatest dimension. Evidence of solid and cystic components, with solid components measuring 2.8 x 0.9 x 0.9 cm located along the posterior wall and with evidence of vascular flow. Left ovary measuring 3.4 cm. Impression: 1. Size compatible with dates. 2. Normal fetal survey. 3. Right ovarian 7.5 cm hetergenous mass with vascular flow, consistent with complex cyst. On 29-sep-2016: MRI pelvis without contrast impression: 1. Right ovarian cystic mass measuring 7.8 cm containing proteinaceous material versus blood products and peripheral solid components. Differential considerations include ovarian cystadenoma/cystadenocarcinoma versus atypical endometrioma. 2. Single intrauterine gestation with breech presentation. Although examination is not tailored for evaluation of fetal anatomy, no gross abnormality is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received: events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migration of essure (migration of the left micro insert occlusive wire into the uterus) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.